Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on. It is unknown when this event occurred. Later the quality engineer assigned the damaged battery to be the as determined problem; this condition had the potential to interrupt delivery. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump that does not turn on was confirmed during product evaluation. This condition was caused by a depleted main battey. The main battery was replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition.